Manufacturer narrative:
The event is considered misuse since the end user was intentionally cutting the wafer small, which resulted in a cut to her stoma. Per the IFU, a certain amount of opening should be left. (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user was cutting the wafer stoma opening "too small", which resulted in a cut to her stoma with bleeding. She reported that "it's not the products fault". She was unable to describe the cut area further. Leakage was not involved in the issue. The end user described the issue as user error and the amount as "drops" of blood. She reported polyps to the stoma but did not state if they were the result of her cutting the wafer stoma opening too small. She was seen by a health care professional a week before this report and the cut and polyps were cauterized with silver nitrate, which resolved the bleeding issue. She was placed in an alternate product, which was cut with a 38mm opening. The end user was unable to state her stoma size but estimated it at 32mm and this was the size she cut the wafer stoma opening when she changed the appliance. She stated that she will return to the health care professional in 1 week or so. Her wear time was 2-5 days. No photo is available at this time.